Manufacturer narrative:
No conclusion can be drawn for overheating. Evaluation could not be performed because they were unable to attach the bur to conduct heat test. It was noted that the bearing was worn and sticking. This finding may have contributed to the user's experience. It was also noted that the tactile feel ring was worn, the markings were worn and faded, the foot/leg was scratched, the burr output became oval and the leg was bent. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged.  Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the device user manual warnings section also includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow-up, it was confirmed that there was no patient or staff impact and upon analysis it was found out that there was a bent leg.